Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 423mg/dl. It was unknown whether the auto mode was active or not. Customer reported they received keypad anomaly issue. The button error alarm received on insulin pump. The device will not be returned for analysis.